Event description:
It was reported that after an unspecified surgical procedure it was discovered that the attachment device "was not holding bit; felt loose." There were no delays to the planned surgical procedure. A spare device was available for use. There was patient involvement reported. No patient harm, adverse outcome or injury was alleged. The specific date of the event was unknown but the reporter clarified that the event occurred in (B)(6) 2013. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation.  Reliability engineering evaluated the device.  The reported condition was duplicated and confirmed.  The assignable root cause was determined to be immersion during cleaning.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.